Event description:
Reportedly, during the implantation procedure of the subject ICD, a connection issue occurred with the (rv) df-1 connector. The physician noticed that when she tried to tight, the setscrew didn't made the click sound and the setscrew didn't offer any resistance when turning clockwise to fix the lead, it feels like the setscrew was free. However, the distal part of the (rv) df-1 lead was connected/fixed to the ICD connector and it was not possible to remove without the screwdriver. The physician tried to loosen the setscrew and remove the distal part of the lead (rv) df-1 and had difficult to remove it from the ICD connector even with a new screwdriver. Finally the lead tip could have been removed but with difficulties. The physician tried again to connect the (rv) df-1 lead tip but she met the same difficulties. Finally the device was not implanted and returned for analysis. Another device was successfully implanted.

Manufacturer narrative:
(B)(4) 2012. This event concerns a device that was mfg and used outside the united states. Analysis is pending.